Event description:
When units for which work has been performed with the status of available, crossmatched, issued, shipped, quarantined, pending unit destruction and destroyed are deleted from the component processing worksheet, the audit history information is lost. Tables tb_unit (which holds unit status and blood type) and tb_comp_create (links a child unit to its parent) are deleted through this process. After deleting a unit, tbau_unit is the only table which holds any history records that a unit_ID was linked to a donation ID (unit_source_ID) and possibly there are status changes recorded in tbau_unit_trail. When you delete components from the component processing worksheet, you actually cascade delete them from everywhere in the database that is linked.